Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by turbid pd effluent coincident with peritoneal dialysis (pd) therapy. In the morning of onset, the patient experienced turbid (cloudy) pd effluent. As a result, the patient visited the hospital and was diagnosed with peritonitis. It was not reported if the patient was admitted to the hospital for the event. Treatment was not reported. At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event, and extraneal/physioneal therapies were ongoing. No additional information is available.